Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit broken. Based on the result, we concluded that it was caused due to an excessive force applied on the objective lens unit. In addition, we confirmed that insertion flexible tube buckled; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.vant to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).